Manufacturer narrative:
(B)(4).this incident was determined to be caused by use/user error. There was no allegation of a product malfunction. If additional information becomes available, this information will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4). This complaint for use error- failed to follow therapy steps is confirmed due to the use error described by the home patient, who did not cap the patient line after disconnecting from the disposable set. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center reporting that the caregiver (cg) had to disconnect the home patient (hp) from the homechoice (hc) due to a storm and did not cap the patient line on the hc. The technical service representative (tsr) assisted with end of therapy early procedure. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the caregiver (cg) that did not cap off the patient line after disconnection. The pdn was not aware of the incident and stated the home patient (hp) was doing fine with therapy on the cycler. No further training was needed. There was patient involvement. No patient injury or medical intervention was reported.